Event description:
Ems personnel were attending to a pt, condition unk. Allegedly during use, the device intermittently would lose power. The reporter did not report any adverse effects to the pt as a result of the allegedly malfunction.